Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 9-10 bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: nine to ten "9-10" instances within the past 2 days of the needles not retracting in our #20 gauge IV catheters.